Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist (tss) dialed into server and was able to see station. Then the tss ran the server downtime query but there was no delay or disconnected flag. After that the customer confirmed issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients did not cross over, and nurses were not able to see the patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.